Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up and down buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. The ok and contrast keypad button symbols were worn. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. During investigation, the audio bolus button cover was found to have a tear in the center. The button was responsive and no contamination was observed when the button cover was removed. Unrelated to the complaint, evaluation revealed that the display was faded, discolored and difficult to read. A test screen was inserted and was found to function properly. Also unrelated to the complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.